Event description:
It was reported that during a lobectomy procedure, one side of staple line had malformed staples at 2nd firing. The case was completed by hand-suturing. There was no pt consequence.